Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 3:57 am, the meter result was 23.4 inr. The meter display was checked and the customer confirmed the meter displays 23.4 inr in the meter memory. At 6:30 am, the result from the laboratory was 2.3 inr. Customer also reported receiving error messages with the meter. The patient's therapeutic range is unknown.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 3:57 am, the meter result was 23.4 inr. The meter display was checked and the customer confirmed the meter displays 23.4 inr in the meter memory. At 6:30 am, the result from the laboratory was 2.3 inr. Customer also reported receiving error messages with the meter. The patient's therapeutic range is unknown.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field h9 was updated. No product was received for investigation. The customer alleged seeing a result of 23.4 with inr as the measuring unit. The measuring range of the coaguchek xs system is up to 8.0 inr. It is impossible that the meter displayed a result of 23.4 inr. Since the corresponding result in the lab measured the same day was 2.3 inr it is highly likely that the patient misread the measuring unit on the meter. The coaguchek xs had been accidentally set to a result unit of %quick or seconds (23.4 %quick correspond to 2.3 inr and 27.6 seconds). Error 5 occurs when the applied sample volume is insufficient or when sample detection is uncertain. This is generally caused by wrong handling or by meter contamination. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q.